Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported ECG wave shows a delay and "break".

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of delay/break in ECG readings was unconfirmed. The scanner was attached to an in-house sherlock and no malfunctions were noted during the evaluation. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was tested, serviced, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported ECG wave shows a delay and "break".